Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported error was found in the event history log (ehl). The error was not reproduced during functional testing. There was no evidence of damage or contamination on the main pc board. The customer reported complaint was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The main pc board was replaced as a preventative maintenance.

Event description:
It was reported that the medfusion pump produced the following error: d-to-a offset voltage error. No patient injury or complications were reported in relation to this event.